Event description:
While starting IV, rptr punctured the vein and was advancing the plastic catheter and pulling back on the needle at the same time when the needle popped through the bottom of the plastic catheter pulling the cannula back out of the pt's vein.